Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent a non-related surgical procedure and it is unknown if the ipg was not placed into surgery mode prior to the procedure. Later, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Additional troubleshooting may be pending to address the issue.